Event description:
It was reported that the customer called and stated just got an insulin pump and was only sent one bottle of test strips and received 90 day supplies of everything else. The customer was advised to contact customer service center. The customer's blood glucose level was unknown. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.